Event description:
Report received of air in the manifold of this critical care kit. Multiple attempts have been made to obtain further info, but no further info has been provided. There was no indication that there were any adverse pt effects.